Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys / expiration date: 28-jun-2121 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 29-jan-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) deployment was difficult and that it was necessary to reposition the device eight times. It was also reported that a few hours post implant the patient complained of chest pain. It was reported that pericardial tamponade due to perforation occurred. Pericardial puncture was performed. The ipg remains in use. No further patient complications have been reported as a result of this event.